Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after a cartridge was loaded on the pump. Reportedly, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the customer received a power source alert. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose level was 240 mg/dl.